Event description:
It is alleged that during a case the scalpel hook came completely off the instrument two times. It was reported that the hook was retrieved both times and there were no adverse effects to the pt.